Event description:
A remstar plus c-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician found burnt power connector. Additionally, the service technician also noted error codes e100 (err humid no heat), e007 (err software), e053 (err comp log sem_timeout), e012 (err background wdog no card), e-65 (err stuck encoder a) and found no evidence of foam degradation. The device was repaired by the third-party service center after the evaluation was completed.